Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected with 2 syringes of juvederm vista volbella xc, 0.5 above the left side eye, 1.1 under the eye, and 0.4 in eyebag. The patient was also injected with a syringe of juvederm vista voluma xc in the nasolabial fold and a syringe of juvederm vista voluma xc under the corner of the mouth. Approximately three months later, swelling with pain presented under the eyes and on the left eye. Two days later, symptoms got to be serious. Patient was treated with levofloxacin and polaramine. Patient was injected with ceftriaxone 1g+normal saline 100ml driphirax. Three days later symptom condition improved. Patient could open the eyes. 19 days later, acne-like eczema persisted on cheeks. Symptoms are ongoing. This is the same event and the same patient reported under allergan emdr (B)(4). This emdr is being submitted for the suspect product, juv¿derm¿ volbella" xc.